Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values 6 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient did not report any symptoms and stated that he did not even realize he was experiencing hyperglycemia until the doctor contacted him regarding the cgm readings the doctor had access to via the follower app. The doctor recommended that the patient do a fingerstick and an ambulance was called to bring the patient to the hospital after this by the doctor. At an unknown point, the cgm reading was 200 mg/dl, and the blood glucose reading was 1100 mg/dl. At the hospital, the patient received treatment with insulin injections. It is unknown how much time the patient spent at the hospital, but it was stated that the patient was discharged ¿a few days ago¿ at the time of the report, which was 9 days after the event date. It was reported that at the time of the report the patient was stable. The patient did not remember the event well and could not provide further information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.